Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lower anterior resection procedure, the device was being fired for the 2nd time when the gun made a loud cracking sound and the blade shot out but no staples were formed. Unknown how the procedure was completed.